Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an infusion set bent cannula event on 23-feb-2026. The event occurred on the second day of use. The insertion site was the thigh. The infusion set was in use for two days. The blood glucose level was 400 mg/dl, and the patient was treated with the insulin pump.the patient replaced the infusion set and resumed insulin successfully. No further information available.